Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3490li. In the event reported, the user stated that the device have no video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: we checked the returned unit. And confirmed, that the ccd module fluid damage. Based on the result, we concluded, that it was caused, due to the fluid damage from the ccd module. In addition, we confirmed, that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the lg cable connector fluid damage, the operation channel leak, the distal body worn out, the suction channel kink, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease. And the angulation-up angulation decrease. The device has been repaired. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 03-jun-2013 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 04-jun-2013. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.